Event description:
It was reported to philips that lead v2 was not reading. There was no negative patient impact.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that lead v2 was not reading. There was no negative patient impact.